Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID 978a128 (lot: va2n0bb); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient called to inquire about MRI compatibility. Patient services reviewed MRI guidelines with the patient and the patient stated they hadn't used the device in months because it hadn't been helping them since they got the implant. The patient stated it was determined that the leads were a little too deep and it never really helped them and that they were trying to decide if they wanted to have a second surgery or not. Patient stated they had a lot of "life things" happening right now and they'd been going to pelvic floor physical therapy and they felt like they were seeing more of a impact with the pelvic floor physical therapy so they were trying to decide if they were going to do something super invasive again to revise the lead placement. Patient stated because they hadn't used their ins in months, nothing was charged at the time of the call so they were hoping to get everything charged up and call back to review what to do for MRI mode and to check their MRI eligibility. Documented reported event. No further action was taken by patient services. Patient declined being transferred to device registration to update their record.